Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be damage. Surgical intervention was performed and testing of the ra lead through a pacing system analyzer confirmed the ra lead was damaged. Surgical intervention was performed and the ra lead was taken out of service. No additional adverse patient effects were reported.